Event description:
Patient 1: health care professional: reports hemochron response problem. Customer claims getting results >1500 when testing. Target range: >480 seconds. No adverse events reported.

Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.

Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.

Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.

Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.

Event description:
Patient 2: health care professional: reports hemochron response problem. Customer claims getting results >1500 when testing. Target range: >480 seconds. No adverse events reported.

Event description:
Patient 3: health care professional: reports hemochron response problem. Customer claims getting results >1500 when testing. Target range: >480 seconds. No adverse events reported.

Event description:
Patient 4: health care professional: reports hemochron response problem. Customer claims getting results: >1500 when testing. Target range: >480 seconds. No adverse events reported.